Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an atrial lead warning occurred due to high impedance; and the patient had recently fallen on their device. It was further reported by the clinic that atrial lead measurements were checked and found to be within normal range. The clinic suspected that electromagnetic interference (emi) was the reason for the atrial lead alert. No interventions were done. The atrial lead remains in use. No patient complications have been reported as a result of this event.